Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during therapy with pain medication. Total fill volume was 300 ml containing morphine cloroidrate, aloperidolo and 216ml of diluent. The expected infusion time was seven days, upon completion there was approximately 150-200 ml left in the device. The reporter stated that there was an exacerbation of symptoms however there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.